Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009. During the procedure, the motor drive unit was bogging down. The case was successfully completed using the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.